Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately low compared to a lab device. The reporter claimed obtaining a blood glucose reading of ¿116 mg/dl¿ with the subject meter and ¿138 mg/dl¿ on a lab device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be reproduced in addition, the test strips passed testing and the primary issue could not be confirmed. However, a secondary issue;the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.